Manufacturer narrative:
The investigation into the reported pump not detected issue has been completed. The automated impella controller (aic) controller was received for analysis. Console logs from the reported day of event are consistent with complaint. The cause of the aic issue was a defective impellatronics board, combined with the failure of software mitigation mechanism. The failure modes will be monitored and trended.

Event description:
A 66-year-old female patient was treated for acute myocardial infarction/cardiogenic shock and was scheduled to receive hemodynamic support with an impella cp smartassist heart pump. During the preparation of the impella cp heart pump, an error occurred in the automated impella controller (aic), which prevented the preparation of the impella catheter from being completed. The aic was replaced by the backup controller. The impella cp could then be prepared and introduced without any further problems. The patient suffered no harm as a result of the incident.

Manufacturer narrative:
The investigation into the pump not detected and the aic - purge issue - other has been completed since the original report was filed. Product was returned for evaluation. It was reported that the cause of the aic issue was a defective impellatronics board, combined with the failure of software mitigation mechanism and the aic - purge issue - other was most likely use related.